Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level of 68 mg/dl and was unsure on how to treat due to needing to have surgery in a few hours. Customer provided the phone number for the ambulatory surgery center and spoke to (B)(6) to confirm that the customer was able to treat with a glucose tablet. Customer stated that she does not want to treat for low glucose levels. Customer was advised to call back for further assistance. No additional information provided.